Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain") and genital haemorrhage ("heavy and irregular bleeding /bleeding") in a 31-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (11aug2004, 08nov2012), c-section (2004 and 2012.), seizure, low back pain, pre-eclampsia, menses irregular, hypertension and non-tobacco user. She denies recreation drug use. Concurrent conditions included alcohol use and anesthesia. Family history included bone cancer (mgf). Concomitant products included lisinopril since 2012 for blood pressure high, medroxyprogesterone (depo provera) in 2013 for contraception, ibuprofen for pain as well as docusate sodium (colace) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced endocrine disorder ("hormone changes (endocrine disruption)"), weight increased ("hormone changes : weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), headache ("severe headaches") and hypertension ("high blood pressure"). The patient was treated with surgery (underwent a pelvic surgery / hysterectomy with bilateral salpingectomy). Essure was removed on 10-feb-2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the migraine, endocrine disorder, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache and hypertension outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endocrine disorder, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claimed that essure worsened previously existing injury/condition. She did not allege that essure caused birth defects. Mr- left: 6 coils right: 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion head CT noncontrast : impression: frontal, sphenoid and ethmoid sinus disease. (B)(6) 2012 : eeg : impression: abnormal eeg. Eeg is abnormal because of central sharp waves, which in the right clinical setting suggests of irritative focus with propensity for seizures. However, seizures remained primarily a clinical diagnosis and clinical correlation is suggested. MRI of the brain without contrast: impression: pansinusitis (B)(6) 2012 : CT of the abdomen and pelvis without contrast: impression: enlarged postpartum uterus. (B)(6) 2013 : fl hysterosalp ingogram: impression: successful essure procedure. There is bilateral fallopian tubal occlusion. 10-feb-2016 : hpf pathology specimen report : gross description: received in formalin, labeled bilateral fallopian tubes, uterus, and cervix, is a uterus with attached bilateral fallopian tubes. Detached of the fallopian tubes, the uterus measures 10 cm from fundus to ecto cervix, 5.5 cm from cornu to cornu, 4 cm from anterior to posterior, and weighs 90 g. The serosal surface is pink-tan and smooth. The ectocervix (4 x 3.6 cm) is surfaced by tan smooth to granular mucosa and has a central patent os (0.5 cm). The uterus is bivalved revealing endocervix (4 x 0.5 cm) surfaced by tan smooth mucosa and a triangular endometrial cavity (3.3 x 2.5 cm) 5qrfaced by tan smooth to hemorrhagic mucosa. Current weight: 227 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhoea(confirming pain during periods)" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain") and genital haemorrhage ("heavy and irregular bleeding /bleeding") in a (B)(6) year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2012), c-section (2004 and 2012.), seizure, low back pain, pre-eclampsia, menses irregular, hypertension and non-tobacco user. She denies recreation drug use. Concurrent conditions included alcohol use and anesthesia. Family history included bone cancer (mgf). Concomitant products included lisinopril since 2012 for blood pressure high, medroxyprogesterone (depo provera) in 2013 for contraception, ibuprofen for pain as well as docusate sodium (colace) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced endocrine disorder ("hormone changes (endocrine disruption)"), weight increased ("hormone changes : weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), headache ("severe headaches") and hypertension ("high blood pressure"). The patient was treated with surgery (underwent a pelvic surgery / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the migraine, endocrine disorder, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache and hypertension outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endocrine disorder, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claimed that essure worsened previously existing injury/condition. She did not allege that essure caused birth defects. Mr- left: 6 coils right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Head CT noncontrast : impression: frontal, sphenoid and ethmoid sinus disease. (B)(6) 2012 : eeg : impression: abnormal eeg. Eeg is abnormal because of central sharp waves, which in the right clinical setting suggests of irritative focus with propensity for seizures. However, seizures remained primarily a clinical diagnosis and clinical correlation is suggested. MRI of the brain without contrast: impression: pansinusitis. (B)(6) 2012 : CT of the abdomen and pelvis without contrast: impression: enlarged postpartum uterus. (B)(6) 2013 : fl hysterosalp ingogram: impression: successful essure procedure. There is bilateral fallopian tubal occlusion. (B)(6) 2016 : hpf pathology specimen report : gross description: received in formalin, labeled bilateral fallopian tubes, uterus, and cervix, is a uterus with attached bilateral fallopian tubes. Detached of the fallopian tubes, the uterus measures 10 cm from fundus to ecto cervix, 5.5 cm from cornu to cornu, 4 cm from anterior to posterior, and weighs 90 g. The serosal surface is pink-tan and smooth. The ectocervix (4 x 3.6 cm) is surfaced by tan smooth to granular mucosa and has a central patent os (0.5 cm). The uterus is bivalved revealing endocervix (4 x 0.5 cm) surfaced by tan smooth mucosa and a triangular endometrial cavity (3.3 x 2.5 cm) 5qrfaced by tan smooth to hemorrhagic mucosa. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhoea(confirming pain during periods)" most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received. Events- "hormone changes (endocrine disruption), hormone changes : weight gain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, severe headaches, high blood pressure", lot number, historical condition, patient information, reporter added from pfs. Historical and concomittant condition, lab dat added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.